Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical study representative reported via phone call that customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was unknown. Customer also had issue with the infusion set. The device will not be returned for analysis.